Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents, complaints from this lot. It was reported that the bdc was overinflated to 15 atmospheres (atms). It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported separation and unexpected medical intervention appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat the right coronary artery with calcification and moderate tortuosity. The 3x30 mm trek balloon dilatation catheter (bdc) was inflated to 15 atmospheres for 15 seconds and became separated from the catheter during removal after 2 pre-dilatations; however, there was no resistance. The balloon migrated into the aorta. The balloon was removed from the aorta with a lasso, after 3 lassos were used. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - above rbp. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.